Event description:
It was reported that the patient's left ventricular (lv) lead exhibited chronically high capture threshold. The issue was noted via remote monitoring and in-clinic checks. The lv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.